Event description:
It was reported that approximately one year post filter implant, imaging demonstrated a detached filter limb, which was seen in the iliac vein. The pt was asymptomatic and the discovery was an incidental finding. The filter was retrieved with a snare without incident. An attempt to retrieve the detached limb was not performed. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has been returned for eval. The investigation is currently underway.

Manufacturer narrative:
The device was returned for evaluation. The returned filter exhibited 6 attached filter legs/feet at the base of the apex and 4 attached filter arms at the base of the apex. Two arms were returned broken. Both arms were broken at the base of the apex, one broken arm was returned with the filter; however, the other broken arm was not returned. No other anomalies were noticed on the device. One cd displaying fluoroscopic and digital subtraction images was received and reviewed. Ap and lateral abdomen x-rays demonstrate the filter to be vertically oriented with the apex at the level of mid l3. Eleven (11) filter limbs, 6 legs and 5 arms, are noted to be attached to the filter. An x-ray taken of the right side of the pelvis shows a radiopaque wire within the pelvic inlet on the right side. The wire is an led approximately 20 degrees to the left from the vertical axis. A digital subtraction angiogram of the vena cava taken just prior to filter removal demonstrates two filter legs outside of the contrast column to the left. A series of 13 images document the retrieval of the filter into an introducer sheath from the right internal jugular vein. Several attempts were noted to have been made with snare loops and a simmons 1 catheter before withdrawal of the filter into the sheath with a snare loop. Contrast injection in the ivc after removal of the filter shows no extravasation. There were no other imaging studies submitted such as a CT; therefore, it was not possible to determine the length of filter legs that extended beyond the contrast column. Based on the images provided and sample condition, the investigation is confirmed for two detached arms. The definitive root cause is unknown. Medical records were received and reviewed. Initial filter implant performed approximately one year prior to filter removal. Patient had a history of pe and the filter was implanted after a cranial hemorrhage due to anticoagulation interruption. Filter removal was scheduled because the filter was no longer needed. During the removal procedure, multiple attempts to retrieve the filter were made with different guide wires, catheters, and several snares until the filter was able to be removed. Upon inspection outside the patient, two filter arms were noted to be missing. All six legs were present on the filter. One arm was located on the procedure table and the other arm was localized in the patient's pelvis, probably "right internal iliac vein". No attempts were made to retrieve the detached arm because the physician believed it was" very stable" and had probably been in that position for a long time. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
Procedure report (medical records) of ivc filter removal was received and reviewed. The report indicated that the filter was implanted approximately one year ago for anticoagulation interruption due to cerebral hemorrhage. The physician believed the detached limb was probably in the right internal iliac vein and had been there for a long time. The position of the detached limb was determined to be stable and, therefore, no attempts were made to retrieve it. The device has been returned for evaluation and the investigation is currently underway.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: the returned filter exhibited six attached legs/feet at the base of the apex and four attached arms at the base of the apex. Two arms were returned broken. Both arms were broken at the base of the apex; one broken arm was returned with the filter however the other broken arm was not returned. No other anomalies were noticed on the device. Dimensional evaluation: the filter was cleaned and heat was applied. The filter took the appropriate shape and all measurements were within specifications. Medical records review: initial filter implant performed approximately one year prior to filter removal. Patient had a history of pe and the filter was implanted after a cranial hemorrhage due to anticoagulation interruption. Filter removal was scheduled because the filter was no longer needed. During the removal procedure, multiple attempts to retrieve the filter were made with different guide wires, catheters, and several snares until the filter was able to be removed. Upon inspection outside the patient, two filter arms were noted to be missing. All six legs were present on the filter. One arm was located on the procedure table and the other arm was localized in the patient's pelvis, probably ¿right internal iliac vein¿. No attempts were made to retrieve the detached arm because the physician believed it was "very stable" and had probably been in that position for a long time. Image review: ap and lateral abdomen x-rays demonstrate the filter to be vertically oriented with the apex at the level of mid l3. Eleven (11) filter limbs, six legs and five arms, are noted to be attached to the filter. An x-ray taken of the right side of the pelvis shows a radiopaque wire within the pelvic inlet on the right side. The wire is angled approximately 20 degrees to the left from the vertical axis. A digital subtraction angiogram of the vena cava taken just prior to filter removal demonstrates two filter legs outside of the contrast column to the left. A series of 13 images document the retrieval of the filter into an introducer sheath from the right internal jugular vein. Several attempts were noted to have been made with snare loops and a catheter before withdrawal of the filter into the sheath with a snare loop. Contrast injection in the ivc after removal of the filter shows no extravasation. There were no other imaging studies submitted such as a CT; therefore, it was not possible to determine the length of filter legs that extended beyond the contrast column. Based on the images provided, a detached filter limb could be confirmed. Conclusion: the device was returned. Images were provided. Based on the sample condition, the complaint investigation is confirmed for two detached arms. Unable to determine the root cause based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately one year post filter implant, imaging demonstrated a detached filter limb, which was seen in the iliac vein. The patient was asymptomatic and the discovery was an incidental finding. The filter was retrieved with a snare without incident. An attempt to retrieve the detached limb was not performed. No report of injury to the patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: initial filter implant performed approximately one year prior to filter removal. Patient had a history of pe and the filter was implanted after a cranial hemorrhage due to anticoagulation interruption. Filter removal was scheduled because the filter was no longer needed. During the removal procedure, multiple attempts to retrieve the filter were made with different guide wires, catheters, and several snares until the filter was able to be removed. Upon inspection outside the patient, two filter arms were noted to be missing. All six legs were present on the filter. One arm was located on the procedure table and the other arm was localized in the patient's pelvis, probably ¿right internal iliac vein¿. No attempts were made to retrieve the detached arm because the physician believed it was "very stable" and had probably been in that position for a long time. Investigation summary: the device was returned. Images were provided. Based on the sample condition and provided medical records, the complaint investigation is confirmed for two detached arms. Based on the provided medical records, the investigation can be confirmed for retrieval difficulties. Based on the image review, the investigation can be confirmed for migration as the filter was demonstrated with the apex at mid l3 when originally deployed spanning l2. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately one year post filter implant, imaging demonstrated a detached filter limb, which was seen in the iliac vein. The patient was asymptomatic and the discovery was an incidental finding. The filter was retrieved with a snare without incident. An attempt to retrieve the detached limb was not performed. No report of injury to the patient.